Event description:
It was reported that the user received a cartridge alarm, specifically alarm 30, during the loading process, despite following on-screen instructions. There was no reported impact on the customer¿s blood glucose level. The corrective action involved replacing the pump under warranty after the alarm recurred with a second cartridge load attempt. The customer declined additional offered cartridges and did not share their backup therapy plan but agreed to return the problematic pump. The replacement pump was confirmed and provided with necessary transport and storage instructions.